Event description:
It was reported that when samples are repeated on bd max¿ system, bd max¿ instrument they are negative. The following information was provided by the initial reporter: customer reported since using bd max sars-cov-2 kits (44500301), when there is amplification of only n1 or n2, result does not show agreement. When running on another platform (seegene) result is negative. When repeating same sample, or even primary aliquot of swab collection (4 aliquots are made upon receipt), result is discrepant even in max. The first max test raises only 1 of n targets. When repeated on max, most samples are negative. Client has already released results as positive with only one of n targets, according to instructions for use. Client had major problems with medical services he attended, since there was a discrepancy in results between lacen result x another institution or another methodology. The client has a cfx-96 in the lab, and sometimes runs both for verification, not obtaining concordant results (sample is positive in bd max and negative in seegene).

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct1690) had "discrepant results." Customer reported that they have sars-cov2 assay runs with discrepant results. The results in question are discrepant both between different sample takes performed on the bd max and when bd max results are compared to a different confirmatory assay. A bd field service engineer was dispatched to the customer site where they performed replacement of the z-gantry and the reader on side b. Instrument calibration was also performed. An instrument qualification was performed post part replacement and gave passing results which confirms the instrument is operating to specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Returned sample investigation is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of device history record for instrument ct1690 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct1690 and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
G5. PMA 510k info: k111860, k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when samples are repeated on bd max¿ system, bd max¿ instrument they are negative. The following information was provided by the initial reporter: customer reported since using bd max sars-cov-2 kits (44500301), when there is amplification of only n1 or n2, result does not show agreement. When running on another platform (seegene) result is negative. When repeating same sample, or even primary aliquot of swab collection (4 aliquots are made upon receipt), result is discrepant even in max. The first max test raises only 1 of n targets. When repeated on max, most samples are negative. Client has already released results as positive with only one of n targets, according to instructions for use. Client had major problems with medical services he attended, since there was a discrepancy in results between lacen result x another institution or another methodology. The client has a cfx-96 in the lab, and sometimes runs both for verification, not obtaining concordant results (sample is positive in bd max and negative in seegene).